Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor displayed code 203. Upon evaluation, there was solder flux on the j1000 jumper pins, creating high resistance. The cause of the inabilty to complete testing is the flux. The root cause of the flux is a manufacturing error. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.